Manufacturer narrative:
Based on the information obtained regarding the device, kci found evidence that the device powered off and on due to a faulty power button/switch. There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician.

Event description:
On (B)(6) 2020, the following information was reported to kci by the nurse: the activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly self shuts down when fully charged. On 23-jun-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications prior to patient placement. On (B)(6) 2020, the device was placed with the patient. On 24-jul-2020, kci quality engineering performed an evaluation of the device. It was identified that the device powered off and on due to a faulty power button/switch.